Manufacturer narrative:
Tge404015 lot 12955797 = UDI (B)(4). Tge454515 lot 13035791 = UDI (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009 the patient was implanted with a cook device to treat a descending thoracic aortic aneurysm. On (B)(6) 2014 the patient was admitted to the hospital to treat the evolution of an aortic arch aneurysm. On (B)(6) 2014 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat the aortic aneurysm. A type I proximal endoleak occurred. The procedure was aborted due to traumatic bilateral iliac stenosis and dissection. On (B)(6) 2014, the patient was discharged. On (B)(6) 2015 the patient was for a follow up visit in the hospital. The type I proximal endoleak was monitored with a computed tomography measurement. On (B)(6) 2015 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat the type I proximal endoleak.